Event description:
The customer called to report that the pod had initiated an occlusion alarm after four hours of operation. His bg levels were high (280mg/dl) at the time of the alarm. Despite the occlusion alarm, there was neither a kink nor the presence of blood seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successsfully.